Event description:
It was reported that an ilet pump displayed lines on the screen and could not be used despite a restart through the ilet mobile app, and a replacement was arranged. Symptoms included an inability to view or operate the device interface. Outcomes included temporary interruption of pump usability, with guidance provided to shut down the device and continue glucose monitoring via the cgm app or receiver. Investigation included review of user-provided images and remote troubleshooting. Investigation of this case revealed a display malfunction consistent with a screen defect or damage affecting the visual output of the device. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.